Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (274 mg/dl). During troubleshooting with tandem technical support, it was determined that the pump basal rate was programmed to zero units. Reportedly, the customer had disconnected to the pump for a time period and programmed a basal rate of 0 units of insulin. When the customer reconnected to the pump for insulin therapy they forgot to program their basal rate back to their normal rate. Customer delivered a bolus to stabilize blood glucose levels.